Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) high out of range shock impedance measurements were noted, dating back to the beginning of (B)(6) 2017. The right ventricular (rv) lead was a competitor lead and it as noted that an additional pace/sense was implanted in 2010 due to reported noise and oversensing on the competitor lead. A lead fracture was alleged and a lead revision as planned. No adverse patient effects were reported. Additional information noted that a revision took place and a new lead was implanted. While the competitor lead was surgically abandoned. The shock values were normal after the implant of the new lead. No additional adverse patient effects were reported.